Event description:
It was reported that the filter was showing in the patient image; this caused the patient to be re-exposed. It was determined the collimator wasn't opening all the way. Our fe couldn't reproduce the image and the system is now working as intended.